Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim it was reported the patient had a CT scan a week and a half ago, did not turn off their stimulation and saw a power on reset (por) message. The patient was to follow up with their healthcare provider (hcp) to get the por cleared and stimulation working again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.